Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device did not provide a good image, and green stripes appeared after a while during maintenance involving an olympus gynecologic laparoscope. There was no patient involvement.